Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was discarded and the clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened when establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral leaflets, and grasping was performed; however, the clip opened when establishing final arm angle (efaa). Troubleshooting was performed. The efaa was attempted one more time and it was successful; therefore, the clip was deployed. One clip implanted reducing mr to 1+. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific product quality issue. All available information was investigated and a definitive cause for the reported clip opening while establishing final arm angle could not be determined in this incident. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.